Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a scheduled normal generator changeout for elective replacement indicator, fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition was stable.